Event description:
It was reported that during a laparoscopic cholecystectomy, the device deployed and when the jaws would not open all the way, but was open enough to remove from the duct. The jaws were stuck and would not open and close. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 11/18/2008. Info anticipated, but unavailable at this time.